Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, imaging was sub-optimal due to patient's complex anatomy. A mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. Follow up on (B)(6) 2026 revealed the clip had single leaflet device attachment(slda) from the posterior leaflet. Recurrent mr of grade 3 was reported. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.